Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis verified the reported noise. The outer insulation and sensing cables were found to be abraded at 13 cm from the connector pin as a result of friction to the ICD can. The metal wires were exposed in this area and may have caused the reported noise. The lead exhibited normal electrical characteristics.

Event description:
It was reported that noise on the lead was observed via ECG. The lead was replaced.